Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had develop hematoma post implant and the device eroded through the skin and led to an infection. A revision was performed and the ICD along with the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. This ICD will not be returned for analysis.